Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates swg/catheter resistance - kinked.

Event description:
The customer reports: in the intensive care unit, during insertion, it was impossible to remove the guide from the catheter. Need to remove the catheter and insert another one.

Manufacturer narrative:
(B)(4). The customer returned a single spring-wire guide (swg), a 3-lumen catheter and the product lid stock for evaluation. Visual examination of the guide wire revealed two bends in the swg body. Both the distal and proximal welds were intact, full, and spherical. Visual examination of the catheter did not reveal any damage or defects. The kinks were located approximately 352 and 33 mm from the distal end of the swg. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The catheter body length was also found to be within specification. The proximal end of the returned swg was advanced through the distal end of the returned catheter to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines were flushed with water and functioned as expected. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. The returned swg contained two bends, and was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A CAPA has been initiated to further investigate this complaint issue.

Event description:
The customer reports: in the intensive care unit, during insertion, it was impossible to remove the guide from the catheter. Need to remove the catheter and insert another one.